Event description:
It was reported that patient has had a change in seizure pattern, this event is alleged against vns. Clinic notes report that patient "could not tolerate highest settings since it triggered status epilepticus". No other relevant information has been received to date.

Event description:
It was reported that patient had full revision surgery due to high lead impedance. The event has been concluded to be due to lead fracture, causing loss of vns therapy and change in seizure pattern. The suspect device will be changed to patient lead. The explanted product has not been received to date. No other relevant information has been received to date.

Event description:
It was reported by the explant facility that the device was discarded. No other relevant information has been received to date.